Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r . The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
One 275cc mentor smooth round moderate profile saline was received by the mentor failure analysis lab on (B)(6) 2022 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. The date of explantation was indicated as (B)(6) 2021. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On march 2, 2022, mentor became aware of the following additional information: the date of event was (B)(6) 2021, the patient was 38-years old at the time of event, the patient is not hispanic/latino, the patient is caucasian, the patient underwent left breast capsulectomy and replacement with a saline implant, and the serial number of the suspect medical device was (B)(6) and its date of implantation was on (B)(6) 2021. The patient was reported to have fully recovered. The product investigation summary was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 275cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.